Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a request was made by a health care professional (hcp) for boston scientific technical services (ts) to review an episode of this implantable cardioverter defibrillator (ICD). Ts noted periodic large amplitude signals, ventricular fibrillation (vf) with a duration of 10 seconds, and a shock that converted the rhythm. Ts noted it was true vf and that there was some intermittent sensing present, likely due to the big, small signals. Some intermittent right atrial (ra) oversensing was also observed. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was explanted to upgrade to a subcutaneous implantable cardioverter defibrillator (s-ICD). No adverse patient effects were reported.